Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The flow rates were checked during the evaluation using an external flowmeter and a discrepancy between the central control monitor (ccm) flow and the flow meter was observed. When the ccm was set to 5 liters per minute (l/min) it displayed a number close to the setpoint. The flow meter reported 6 l/min. When using the ccm to adjust the flow to 0 l/min, the external flow meter reported 0.4 l/min until the knob was manually turned fully clockwise. The flow was checked the following day and the flow indicated on the screen was within the expected range compared to the flow indicated by the external flowmeter. The discrepancy observed the previous day was intermittent. The log indicated a flow control fault which occurred on (B)(6) 2022 which coincided with the date indicated of the reported complaint. The fault described a discrepancy greater than 0.5 l/min between the flow sensor and the setpoint for six consecutive automatic adjustments, or 24 adjustments in the same direction. No additional flow control faults were indicated after a second log file was collected. It was determined that there was a mismatch between the ccm and the external flow meter but could not be reliably reproduced. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review: on (B)(6) 2022 the gas system reported a 'flow control fault' which would have caused the reported 'service gas system' message. The log confirms the complaint. The field service representative (fsr) verified the reported complaint. The fsr replaced the electronic patient gas system (epgs), and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the heart lung machine (hlm) displayed a 'service gas system' message. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.